Event description:
Additional information noted the patient was able to recharge normally at the time of follow-up and was receiving therapy that was 80% effective. Troubleshooting had reportedly been previously performed over the phone with the patient and found a broken usb connection. The patient was stated to be "doing well and receiving effective therapy from a new recharger" at the time of follow-up.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient experienced a ¿return of symptoms¿ and was ¿in pain¿ because the patient ¿had not been able to charge¿ their implantable neurostimulator (ins). The patient¿s recharger reportedly experienced ¿communication/telemetry¿ and ¿coupling issues¿ when attempting to communicate with the ins. The recharger was consequently replaced as a result of the event. A second recharger was also replaced after experiencing ¿communication/telemetry¿ and ¿coupling issues¿ when attempting to communicate with the ins. The issue was reportedly not resolved at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.